Event description:
Complaint received from customer that alleges "lift gave way and I immediately fell approximately four (4) feet to the floor". Questionnaire not received from clinician and/or patient, additional information in original complaint included "had a CT scan and x-ray once I arrived at the hospital. I hit my head and back. I am having discomfort in my shoulder and some in my back. My biggest complaint is the on-going pain in my left hand and particularly my thumb. Even doors I was able to open before this incident are a physical challenge to the point that I cannot open them at all". Device not returned to djo, llc for evaluation.